Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated tapping on change cartridge after had already completed the load process with a new cartridge and contacted tandem technical support (cts) to ask how to get out of the change cartridge. Cts informed the customer through the change cartridge sequence with the same cartridge and the customer was able to resume insulin delivery. While contacting cts, the customer reported experiencing high blood glucose (bg) levels 485 mg/dl yesterday and delivered a correction bolus with the pump to address bg level. The customer stated that the cause of the bg levels were due to under bolusing for lunch. The customer stated bg levels were still elevated 254 mg/dl and delivered a correction bolus to manage bg level. The customer declined further troubleshooting and stated would change out the site and supplies.